Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that there was a black screen error message observed during the interrogation of a device with a radio frequency head and it was noted that dust was found in the fan. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message after attempting to interrogate a patient. It was also reported the programmers radiofrequency (rf) head changed colour and flashed yellow during interrogation. The programmer was rebooted but the error message displayed again. This occurred multiple times on the same day but the programmer never fully turned on properly to interrogate patients and another programmer was utilized in the clinic. It was further reported that the programmer turned off during a device check. The programmer was returned for service. No patient complications have been reported as a result of this event.